Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly the customer did not wait until prompted on the pump to remove used cartridge. Customer received education on proper loading technique. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.